Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit was unable to duplicate slippage. The lock does have some rotational movement, but when the clamp is properly positioned and put under pressure, it would not move. Since there was report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device defects observed. All worn components will be replaced with new parts, and general maintenance and cleaning will be performed. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and caused a laceration to the patient's head. Additional information has been requested.